Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (patient inadequately not cycling cartridge before filling).

Event description:
The patient contacted animas on (B)(6) 2013 reporting that the pump emitted loss of prime warnings. The patient stated that she is able to disconnect and prime after each warning. The alarm history showed no related alarms, cartridge cap was tight, no damage to cap, no change in temperature or force, does not reuse cartridge, and fills with room temperature insulin. Customer support reviewed filling technique and found that the patient was not cycling cartridge before filling. The patient stated that they woke up with high blood glucose of 350mg/dl with mild symptoms of nausea, dehydration, and hunger, said treated with bolus and bg responded. They stated that the current bg is 95mg/dl with no symptoms. This report is being made due to the patient¿s alleged hyperglycemic event that resulted from the patient inadequately not cycling cartridge before filling.

Manufacturer narrative:
The cartridge has not been returned. A retain cartridge from the same lot has been evaluated by product analysis on 07/12/2013 with the following findings:a visual inspection of the cartridge was performed. No damage or defects were noted. A leak test was performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.